Event description:
The device was returned for sensor hardware failure (set ID sensor). Upon return, the device was mounted on a power bracket and mock infusion was run successfully. Investigation found lever boot is torn. Device was reverted to manufacturing mode and ran the admin set ID test. (Passed) device was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The log files were extracted after mock infusion and showed a rapid fluctuation of the set ID.

Event description:
The following has been reported: biomed reported: "pump problem. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump." Patient harm: unknown. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.